Event description:
Ous MDR - after an implantation period of 79 months, it was reported that during a follow-up in (B)(6) 2015, a battery depletion was observed since (B)(6). The estimated remaining battery capacity was 9 months at that time. During the next follow up on (B)(6) 2015, the device could not be interrogated. The pacemaker was exchanged and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical and visual incoming inspection. Visually no deficiencies were observed. The pacemaker was interrogated without abnormality, confirming the battery status eri. The memory content of the device as well as the returned data were analyzed. The analysis revealed no anomalies. The battery status eri was automatically activated by the device on (B)(6) 2015. The amount of charge taken from the battery with respect to the battery state was verified, revealing the battery status eri to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device was implanted for 82 months. The device could be interrogated properly during analysis and the battery status eri was proven to be as expected. Therefore, no conclusion can be drawn regarding the root cause of the clinical observation.